Event description:
It was reported the subject device had a cable disconnection near head connection. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide confirmation that a device history record found no deviations that could have caused or contributed to the reported issue. Updated fields: h6, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the main body, cable and image capture experienced flooding, the electrical contact had corrosion, and the free lock lever and scope mount had adhesions. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was damage on the head side. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.